Event description:
Reference MFR report: 1627487-2013-02131. The patient received four percutaneous leads (from two separate lots) as part of her pns system (off-label). It was reported one of the patient's leads had eroded through the skin. The physician noted the area did not look infected and the issue was not causing pain. The patient was placed on prophylactic antibiotic therapy. Follow-up indicated the physician took the patient to surgery to explant the lead and allow the site to heal prior to reimplantation. Prior to the procedure, the patient allegedly was placed on anesthesia and an EKG was done. The EKG results were abnormal and the procedure was aborted. It was reported the patient was referred to a cardiologist. The surgeon plans to explant the lead at a later date once surgical clearance is obtained. As the affective device is unknown, all of the patient's leads are being reported (device 1 and device 2).

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.